Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into cardiogenic shock following implantation. The patient experienced intraoperative vasoplegia requiring increased vasopressors and methylene blue. Of note, the patient also had low magnesium levels. Additional information revealed that the patient was placed on milrinone for more than 14 days following implantation. The plan was for the patient to go home on milrinone due to right heart failure.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A specific cause for the reported infection, right heart failure, and patient conditions could not be conclusively established through this investigation. It was reported that on the day of implant, the patient experienced cardiogenic shock, low magnesium levels, and vasoplegia requiring increased vasopressors and methylene blue. The patient also experienced an infection which was attributed to their peripherally inserted central catheter (PICC) line and impella which were removed. They were treated with antibiotics. A chest x-ray identified a pleural effusion which was drained via two thoracenteses. The patient had right heart failure and was given milrinone, and they were discharged. Days later, the patient reported nausea and vomiting and self- stopped taking study medication on (B)(6) 2022 after noticing resolution of symptoms. The patient chose not to continue on with the study due to the medication. The patient¿s infection, vasoplegia, and pleural effusion resolved without sequelae on (B)(6) 2022, respectively. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists various forms of infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23sep2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.